Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient underwent primary total hip replacement approximately 10 years ago. At this stage a corail stem with metal on metal pinnacle shell was utilised. Patient has been doing relatively well but had a sudden dislocation approximately 6 months ago. X rays indicate osteolysis, especially behind the acetabular component. On opening the hip ((B)(6) hospital, (B)(6) 2022), metallosis was evident in the soft tissue surrounding the hip - presenting as black stained tissue. The pinnacle shell was removed and extensive metallosis/ osteolysis was found behind the shell. The osteolysis was filled with bone graft and a new stryker acetabular cup was implanted. A dual mobility head was used along with a new corail 12/14mhead. Doi: (B)(6) 2009; dor: (B)(6) 2022; unknown hip.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received, will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers, the investigation closed. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) will not be performed, since mom systems are obsolete.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that there was no surgical delay. After the dislocation, the hip was reduced. It was not certain whether there were more recurring dislocations.